Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited high pacing threshold. Moreover, the patient was non-compliant with the sling and had incessant coughing causing the movement of both leads. Hence, this lead was repositioned and remains in service. No additional adverse patient effects were reported.